Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported there was a product problem with regard to end of battery life and the device was replaced. The hcp alleged a deficiency in the device performance. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Previous patient and device codes reported to not apply. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp had been uncertain as to how to fill out the check-boxes on the returned product form and so added the note "end of battery life" and clarified that there was no actual device issue, but that the device had reached normal battery depletion. No symptoms were reported and no complications were reported or are anticipated.